Manufacturer narrative:
(B)(4). Final analysis found that it was difficult to insert the test lead(s) into the pulse generator¿s header and the lead insertion force used to insert the lead was out of specification for the product. Epoxy was found within the ventricular contact spring, preventing normal lead insertion.

Event description:
It was reported that during a procedure, the pulse generator had exhibited a mechanical anomaly. The device was explanted and replaced. No additional information was available.